Manufacturer narrative:
Evaluation summary: upon analysis, the field report of undersensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination of the entire lead was normal. Visual examination found damage consistent with that occurring at the time of explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
The patient presented for lead revision due to undersensing. The lead was explanted and replaced. The patient's condition was stable throughout.